Manufacturer narrative:
A product investigation is in progress.

Event description:
Leaving pieces of tampon inside me - vagina [foreign body in reproductive tract] . Leaving pieces of tampon [device breakage]. Leaving pieces of tampon - when taking tampons out [complication of device removal]. Case narrative: consumer reported via email that the tampons are leaving pieces inside of her. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leaving pieces of tampon inside me - vagina [foreign body in reproductive tract] leaving pieces of tampon [device breakage] leaving pieces of tampon - when taking tampons out [complication of device removal] case narrative: consumer reported via email that the tampons are leaving pieces inside of her. No serious injury was reported.